Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid fluid. The cause was unknown. The patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (1 gram once in 5 days and ongoing) and fortum injection (500 mg, twice a day and ongoing) for the event. At the time of this report, the patient was recovering and was still hospitalized for the event. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized due to peritonitis six days after the event onset. On an unknown date, the antibiotic treatment was discontinued. On an unknown date, the patient was discharged from being hospitalized and has recovered from the events. Pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.